Event description:
It is reported that during a rescue attempt, the device delivered three shocks, analyzed, advised shock, charged and then reported an error message and powered off. It is reported that the patient did not survive.

Manufacturer narrative:
Evaluation: the electronic history file from the actual device involved in the incident was evaluated, confirming the reported event. The actual device was not returned. Results: no conclusions can be made at this time. The investigation remains open.